Manufacturer narrative:
There is no defect or malfunction of the device associated with this event. All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Patient (B)(6) was implanted with the argus ii device on (B)(6) 2017. On (B)(6) 2017, the patient was hospitalized due to conjunctival erosion in the implanted eye. The patient was administered antibiotics, and was prescribed antibiotic and corticosteroid eyedrops. The patient underwent a surgical intervention on (B)(6) 2017 to treat the conjunctival erosion. On (B)(6) 2019, the patient was prescribed a systemic antibiotic therapy and steroids for ongoing conjunctival erosion. As the event did not fully resolve, the patient underwent a second surgery on (B)(6) 2017 to repair the conjunctival erosion. Following surgery, patient was prescribed oral steroids, antibiotic and corticosteroid eye drops, and lubricating eye drops.